Manufacturer narrative:
A follow up will be sent if the product or additional information is obtained.

Event description:
Dealer states the bar that goes across the back, the screw keeps coming out and does not support the backrests. He also states the chair sags in and both rear wheels are hitting the armrests whenever the user sits in the wheelchair so they are unable to push him. The dealer states the customer is (B)(6) which is (B)(6) over the weight limit.